Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7095531.

Event description:
It was reported that the patients lead was poking out of the incision in the back, barely covered by skin. No device malfunction was suspected. The incision was opened, the lead was sutured back down under the skin and incision was closed. The patient was doing well postoperatively.